Manufacturer narrative:
Based on the available information, this event is deemed a serious injury, because a breach of skin integrity can cause a range of consequences, some of which can be life-threatening especially to the elder patient. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc - 2 pc durahesive (dh) convex wafer and this event is deemed possible because the product in use is temporally associated with the skin where the problem occurred. End-user states that the reddening has not gotten worse, and will attempt to improve skin condition by applying sensi care remover and sensi care barrier. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013.

Event description:
End-user reports that for approximately 4 weeks, skin presented with reddening under mass and border.